Event description:
The user facility's biomedical engineer reported the automated impella controller (aic) experienced a controller failure red alarm. There was no reported patient involvement.

Manufacturer narrative:
The device was returned and evaluated, and the investigation for the reported controller failure (red alarm) has been completed. Rt logs show that all optical bench values railed to -16384. Optical values stayed invalid for about 5 minutes, and the console displayed controller error #1045 (crc error from opm comm.). After that the values go back to normal and controller error goes away. The failure mode was not reproduced in field service. This report is being filed as part of a retrospective review of historical records.